Event description:
The patient¿s spouse reported her implantable neurostimulator (ins) tipped/tilted in her body and was causing her pain. The pain was a gradual change. The patient was waiting to see if insurance would cover removal as she had a mesh/stone blockage removed and she no longer needed her device due to the operation. The patient was enrolled in a clinical study for fecal incontinence. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted:(B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# v004704, implanted: (B)(6) 2006, product type: lead. (B)(4).